Manufacturer narrative:
The company representative examined the system and did not find anything that would have contributed to the reported event (with the system). The system was determined to have met specification. The root cause of the reported event can be attributed to patient anatomy. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported a posterior capsule tear/rupture following the laser portion of laser assisted cataract surgery. The surgeon reported a patient anatomy issue that contributed to this event. Additional information received; the surgeon reports event possibly related to laser and/or settings. Following the tear an anterior vitrectomy was performed.